Manufacturer narrative:
The patient had a total of five (5) lesions treated during the index procedure. A total of four (4) cypher stents were implanted. Lesion #1-1: the target lesion was the mid left anterior descending (lad) coronary artery. A cypher 2.5x23mm stent (stent#1) was implanted successfully at 11 atm. Lesion #1-2: the target lesion was the proximal lad. A cypher 18mm stent (stent #2) was implanted successfully at 14 atm. Lesion #1-3: the target lesion was the mid right coronary artery (rca). A cypher 18mm stent (stent#3) was implanted successfully at 14 atm. Lesion #1-4: the target lesion was the proximal circumflex. This lesion was successfully treated by ptca (balloon) only. Lesion #1-5: the target lesion was the distal circumflex. A cypher 18mm stent (stent#4) was implanted successfully at 12 atm. Please note that device (crs18300, lot #r0703110) is distributed outside the united states; however, it is similar to the united states product cxs18300. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR. Report# 9616099-2006-01235, #9616099-2006-01236, #9616099-2006-01237, and #9616099-2006-01239.

Event description:
The report from the study indicated that approximately twenty-seven (27) months after inclusion in the study/index procedure the patient underwent a re-percutaneous transluminal coronary angioplasty (re-ptca). The relationship of the adverse event (ae) to the study device(s)/procedure was not available at the time of the report. No additional information was available at the time of this report.